Event description:
Additional information was received that there were post-sensed t-wave oversensing and additional post-paced t-wave oversensing episodes observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been completed to address the new episodes. The patient remained stable.

Event description:
During a follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Reprogramming was not confirmed. The patient was stable with no consequences.